Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) revealed the connector pin had broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator for chronic low back pain and spinal pain. It was reported that the patient's ins was showing it needed to be recharged, but the patient was unable to recharge. The patient reported her device was not functioning, and it quit suddenly. The patient said she saw the screen that showed her neurostimulator battery was in a discharged state. The patient said when she tried to charge, the regular recharging screen with the boxes at the bottom came up; however, it would only charge for thirty seconds, then the screen went blank. The patient said the green light was on, and the connection seemed secure with the white arrows lining up. The patient only got the blank screen during troubleshooting. A replacement recharger was sent to the patient. During the call, the patient said she was handicapped. At a later date, the patient called back, because the connector pin broke on the desktop charger. The patient said when she tried to plug the connector pin into the recharger, two little pieces (the connector pin) fell out of the recharger. A replacement desktop charger was sent to the patient. The patient reported at a later date that they did not experience any symptoms related to the discharged ins and inability to charge the ins. The patient reported the replacement recharger "perfectly" resolved the inability to charge the ins and blank recharger screen. No symptoms or further complications were reported/anticipated.